Event description:
It was reported that prior to the implant attempt, the physician felt resistance in the helix when testing the right ventricular (rv) lead. It was noted that after twelve turns the helix only partially advanced. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the helix could be extended/retracted and turned within specification. But it looked lightly bent in extending position, damage at implant. If information is provided in the future, a supplemental report will be issued.